Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and patient weight are estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000103373.

Event description:
It was reported the patient could not enter MRI mode because one lead had high impedance values. It is unknown which lead had high impedances. As a result, the physician replaced the lead to address the issue.